Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began two weeks prior to contacting lfs. The patient manages his diabetes with insulin (administered via insulin pump). As a result of the alleged issue, the patient's mother claimed the patient may not have received his bolus of 2.45 units on (B)(6) 2011 (at 6:30am) and consequently, the patient's mother claimed the patient developed a bad stomach ache at an unknown time later that day. According to the csr's documentation, on (B)(6) 2011 (at 10:20am) the patient obtained a blood glucose result of "438mg/dl" with the onetouch ultramini meter and immediately after, the patient administered 2.5 units of humalog as self treatment. During troubleshooting, the csr noted that the subject meter's batteries did not need to be replaced and there was no misuse of the subject meter. The alleged issue remains unresolved. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient administered self-treatment with insulin. There is no indication the patient received any additional form of medical intervention. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a broken/loose battery contact. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.